Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is was determined no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) procedure, two subject device were unable to produce water. The procedure was completed with an olympus back-up device. There were no report of harm. Report 1 of 2.

Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is 11/8/2024.

Event description:
No new information received from customer.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental is being submitted for correction to d4 lot number: k4y08.